Event description:
It was reported the device registered an alert for upper out of range high hv impedance. There were no other electrical abnormalities. Potential lead issue was considered. Lead revision was recommended. The patient will continue to be monitored. No further information is available.

Manufacturer narrative:
(B)(4).